Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: one sample and multiple photos were provided to our quality team for investigation. Upon visual inspection, the injector was noted to be damaged, the safety grips were out of place, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while using the bd phaseal¿ luer-lock injector the needle came out form the injector. The following was received by the initial reporter: verbatim: the customer reported bout needle failure. After connecting the spike set, the needle came out from the injector of the infusion set. It was hard and could not be removed.